Event description:
The physician was using an amphirion deep us pta balloon catheter with a 0.014 guide wire (gw) in treatment of a lesion. No abnormality noted during preparation and inspection of the amphirion deep device or the gw prior to use. No difficulty experienced during advancement of the device to target lesion. The amphirion deep was inflated at the lesion, no issue noted during inflation/deflation. After the inflation the operator could not remove the balloon; negative pressure held prior to and during retraction. The balloon became stuck to the wire and the physician had to remove everything. The case was completed with no problems. No patient complications reported.

Manufacturer narrative:
Evaluation results: root cause is undetermined. No results available since no evaluation performed- device or procedural images not provided for review. No device returned. Conclusion: root cause is undetermined 67 unable to confirm complaint - device or procedural images not provided for review. (B)(4).

Manufacturer narrative:
Results: related to operational context-event most likely procedural related, no issues noted during device inspection and preparation prior to use deformation problem. Conclusion: operational context caused or contributed to the event-event most likely procedural related, no issues noted during device inspection and preparation prior to use component code: (B)(4).

Event description:
Evaluation summary: a guide wire was inserted on the inner lumen, however it was stuck and the distal part of the device was not supported. A damaging of the guide wire tube was detected close to the proximal marker, on the distal side. An attempt to inflate the balloon was performed connecting a syringe on the inflation line; the balloon was inflated at 8 bar without abnormalities. Keeping the syringe connected to the luer, negative pressure was applied but it was not possible to remove the guide from the lumen. The device was cut close to the proximal marker, and then it was possible to remove easily the guide wire.